Event description:
A nurse reported a pt experienced an unexpected myopic outcome following an intraocular lens (iol) implant procedure. Add'l info was received from the surgeon indicating that in his opinion, the lens did not contribute to the event. The pt had previous refractive surgery.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause. Attempts have been made to obtain add'l info. A completed questionaire was received on (B)(4) 2013. There have been not other complaint reported with the lot number. (B)(4).